Event description:
It was reported that the motor device overheated. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was broken which caused the device to overheat. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.